Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02309. It was reported the pt experiences heating at the ipg pocket site while charging. The sjm rep advised the pt of charging precautions but the pt reported he still feels discomfort. He also reported his ipg recharge burden has increased despite no changes to his programs. No further info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall #s: 1627487-05242011-002-r and 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.